Manufacturer narrative:
Journal article: identification of post-procedural optical coherence tomography findings associated with the 1-year vascular response evaluated by coronary angioscopy year: 2023 ref: doi.org/10.1007/s12928-022-00880-0. A2: average age a3: majority gender b3: date of publication. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A journal article was submitted for review titled "identification of post-procedural optical coherence tomography findings associated with the 1-year vascular response evaluated by coronary angioscopy". This study aimed to identify the post percutaneous coronary intervention (pci) optical coherence tomography (oct) findings that are associated with 1-year coronary angioscopy (cas) findings.  This was a single-center, retrospective observational study. The study enrolled patients who received an oct guided pci and follow-up cas observation 1±0.5 year after the pci during the period from august 2012 to december 2019. All drug eluting stents (des) were implanted in de novo lesions in native coronary arteries. A total of 168 lesions from 119 patients were included in the analysis. Lesions treated included the left anterior descending artery (lad), left circumflex artery (lcx) and the right coronary artery (rca). There were 4 lesions treated with medtronic resolute des. The outcome measures were sufficient neointimal coverage (nic) defined as stent struts embedded in the neointima, the presence/absence of subclinical intrastent thrombus, and presence/absence of vulnerable stented evaluated by cas at 1 year post-pci.  Stent malposition, stent under-expansion, dissection and thrombus were reported from the study. Sufficient nic was detected in 85 lesions (51%), subclinical intrastent thrombus was detected in 47 lesions (28%), and vulnerable stented segment was detected in 54 lesions (3%). After the multivariate analysis, the % malposed struts was negatively associated with sufficient coverage.

Manufacturer narrative:
Additional information: annex d code. Correction: patient age. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.